Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed two weeks later and a crack the reservoir connecting tube was identified. A new reservoir was implanted, the original reservoir was not removed. The cause of the tube crack was not elaborated by the hospital. The patient had a stable outcome.